Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump did not alert the customer to inform her that she had low blood glucose. The blood glucose reading was 38 mg/dl. The customer stated that the sensor was not coordinating with the insulin pump, and she believed that it was because she was calibrating too often. The customer stated that the sensor glucose readings would fluctuate and were not accurate according to her blood glucose reading. She stated that a few times her blood glucose reading was below 50 mg/dl, but the insulin pump did not go into threshold suspend mode. She advised that she drank juice to treat, but that the insulin pump still did not alarm to inform her. She noted that sometime she kept the device in her pocket, which may have prevented her from hearing alarms. She also reported some no delivery alarms during boluses due to a bent infusion set cannula and an empty reservoir. She declined troubleshooting. None else noted.